Event description:
Imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 1.7 and 5.4 mmol/l within a ten minute timeframe. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Control solution was sent to the customer to test the meter. The customer was asked to call back if the results were out of the assigned range. To date there has been no further contact from the customer.